Event description:
During the device evaluation, there was a crack found in the bending section cover's adhesive with exposed threads. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issue is likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.